Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has fluid in the battery compartment. The customer was assisted with checking that the battery cap was free of damage and advised to clean the battery cap. The customer stated that the display was blank and would not turn back on. Blood glucose value was 3.4 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to severely corroded electronic assemblies also, received with severely corroded force sensor assembly, motor assembly and battery tube assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank display. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay and peeling end cap address label.